Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material was not originated from the subject device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and evaluation confirmed the customer's allegation. Air channel and water channel was blocked. Also, evaluation found the following: optical cover glass had a scratch, distal end adhesive was lifting, aspiration housing colored ring was worn, air/water housing colored ring was worn, water flow and water removal ability did not meet the specification, electrical safety test failed to meet specification. When this device came into the repair center for inspection, the customer did not provide any information regarding failure and/or issues on the reprocessing practice. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information was provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had blockage in the air/water channel. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign debris protruding from the air/water nozzle which appeared to be a white brush like material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.